Manufacturer narrative:
D4 lot no - correction. D4 expiration date - correction - left blank. H2 correction. H4 device mfg date - correction - left blank.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. Event date is an approximation. On 01/01/2026, it was reported that at around 04:00 pm, the spouse noticed that the patient was acting unusually. When the cgm reading was checked it was discovered that the sensor had failed. The last cgm reading was over 200 mg/dl. A fingerstick was taken and the blood glucose reading was 401 mg/dl. No medications were given at that time, and spouse contacted the patient´s doctor, who advised bringing the patient to the emergency room (ER). The patient arrived at the ER around 4:30 pm. A fingerstick was taken but no specific value was reported. The patient was treated with intravenous insulin. Unspecified testing was done. The cgm was still worn but not displaying readings due to the failure. It was found that the patient´s potassium level was low the patient stayed overnight. The patient was discharged on the next day at around 4:30 pm. It was confirmed the patient spent more than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.